Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pin of the adapter from the remote monitor was damaged. It was also reported that the pin of the power adapter broke and got stuck in the power socket. An electrician needs to remove the pin from the power socket. The monitor status is unknown. No patient complications have been reported as a result of this event.